Event description:
It was reported that the device was in back-up mode. A download was not an option because of frequent "position head" messages. The eri status bit indicated that the device was not yet at eri.